Event description:
It was reported by the sales rep that the unit was powered on and a button was hit to go into the procedure screen. After a few seconds in the procedure the unit powered down and now won't come back on. The case was completed with a 14 guage core needle. No patient consequence. Device being returned for repair.